Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however to date it has not bee received. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The display of the n65p pulse oximeter was missing segements. There was no patient involved.